Event description:
On (B)(6) 2013, the patient contacted animas and reported that she had a low blood glucose of 40 mg/dl when she went out for a walk earlier that day. The patient reported that when she arrived to her house, her friend called emergency services. The patient stated she was treated with IV glucose by paramedics and her blood glucose went up to 222 mg/dl. The patient confirmed she did not go to the hospital for additional treatment. At the time of the call, the patient reported her current bg was 173 mg/dl with no symptoms. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all advanced settings were programmed as intended. Review of bolus history revealed a bolus of .45 units at 12:27pm, a bolus of .45 u at 12:25pm as well as a bolus of .05 units at 12:17pm. The patient informed the animas representative that during her lunch she was trying to give her bolus amount; however, was confused because she was ¿low¿ at the time and not operating her pump correctly. No additional information regarding the patient¿s symptoms at the time of her lunch were provided. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: the black box started on 03/30/2016. The black box data/histories for the event have been overwritten due to continued use of the pump. The available total daily dose totals added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).